Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 586 mg/dl. Reportedly, insulin was seen coming from tubing and pump is functioning as expected.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.